Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized due to kidney failure and diabetic ketoacidosis (dka) on (B)(6) 2016. Customer's blood glucose (bg) level was 480 (mg/dl) when the customer arrived at the hospital. Reportedly, the customer changed supplies prior to going to bed the night before being hospitalized. The customer woke up with a bg level of 400 (mg/dl) and their bg level continue to climb despite delivering a bolus. While in the hospital the customer received insulin intravenously. The customer was released from the hospital on (B)(6) 2016 and the customer is now on dialysis. The customer stated they believe the hospitalization and dka were due the pump. However, the customer's primary healthcare provider (hcp) and the hcp seen in the hospital state the hospitalization was not due to the pump. Reportedly, the hcps believe the hospitalization was due to known kidney failure, not due to the pump or pump supplies. Pump data upload was not available for review by tandem technical support.